Manufacturer narrative:
Additional information: b5 - describe event or problem; the event description of the complaint was updated on 2020-08-06, stating that the ¿doctor sustained a second degree burn¿ and that ¿there was no report from the user facility that the doctor would need a special treatment¿. Therefore, the reported injury does not meet the definition of "serious injury" in 21 cfr 803.3 of the FDA for an event to be reportable as serious injury.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the urologist suffered a second degree burn which reportedly did not require any surgical or medical treatment. During the procedure, a cable broke around the terminal part and caused a fire pillar. No "further" information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure the urologist was suffered a second degree burn. During the procedure a cable broke around the terminal part and caused a fire pillar. It is unknown when exactly this damage occurred but and if the intended procedure could be completed. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the information/photos provided. According to the photos, it could be confirmed that the hf cable is broken/separated s reported by the customer. This type of damage is typically caused by incorrect handling i.e. By repeatedly pulling at the cable and not the plug itself to disconnect the hf cable. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.